Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity noted in pump history related to the reported complaint. The time and date was found to be manually set to 7:50 pm on (B)(6) 2013. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed on the pump and both accurately recorded in pump history. Unrelated to the complaint, a review of the black box history indicated that the time and date reset to factory settings after a power on reset that occurred on (B)(6) 2013 at 7:45 pm. During testing, the pump¿s time and date was set on the pump and the pump was exercised for (B)(4) hours. An internal battery failure was noted; the time and date was found to default to factory settings. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The reported issue was not duplicated during testing.

Event description:
On (B)(6) 2013 animas was notified by the clinical manager (cm) that the patient had reported that her md was concerned about something in the download data that the patient denied doing. Customer technical support (cts) attempted to contact the patient for additional information, without success. On (B)(6) 2013, the cm again contacted animas stating that the patient had reported several unexplained suspends showing in the pump download that the patient claims she did not do. The cm reportedly advised the patient to contact cts for troubleshooting. Cts was unable to reach the patient for additional information and troubleshooting. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue indicated that the pump may have been self-suspending, which may have an effect on insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.